Manufacturer narrative:
Further inspection of the returned device found no other abnormalities with the camera head. The cause of the cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported an image issue was observed on the camera head. No further information was provided. The camera head was returned for evaluation and observed that the image cuts in and out due to a faulty cable unit. This report is being submitted to address the image issue there was no patient involvement.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 08-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the image cuts in and out due to a faulty cable unit. The specific root cause of the faulty cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.